Manufacturer narrative:
This is being investigated as part of a manufacturing CAPA. The exact lot number used in this case is unknown. Two possible lot numbers provided were review and the dhrs were found to be complete and accurate. No photos or samples were available for review. Only the di portion of the UDI information is available since the exact lot number of the device is not known.

Event description:
It was reported that the upper lip spacer from an anchorfast oral endotracheal tube fastener was found to be loose on a patient's face. It was further reported that it was going to be changed after two day's use when the spacer that is usually on the top lip was missing and found in the patients' throat. It was reported that the clinician had to use forceps to retrieve the piece. It was further reported that the patient remained intubated during the entire time.